Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. The procedure was a revision surgery to remove a device fragment. It was reported that the rest of this screw was retrieved. When the surgeon went to remove the rod to take out the tumor, the set screw on one of the screws located at t12 on the left side of the construct stripped not allowing the surgeon to remove the rod and set screw. He then had to cut the rod and use the broken rod to unwind the screw from the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.